Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a pneupac® ventipac¿ medical ventilator failed after being disconnected from a cylinder. The ventilator returned to the ambulance with the patient, and would not ventilate once reconnected to the wall socket or cylinder. The reporter notes that the device was tested with all the oxygen ports in the ambulance, and it would not ventilate once disconnected and reconnected. The patient needed to be manually bagged throughout the return journey in the ambulance. No permanent injury was reported. See MFR: 3012307300-2017-01168.

Manufacturer narrative:
One ventilator with oxygen and air input hose, patient circuit, pac, and cylinder bag were returned for evaluation. Visual inspection of the devices did not identify any damage. Functional testing through simulated use testing found the leds and electronic alarms failed to function. The reported issue was unable to be replicated with the provided devices. No damage was found inside the ventilator unit. Based on the evidence, the complaint was unable to be confirmed and the root cause was unable to be identified. The identified faults were confirmed to not have contributed to the reported issue.

Event description:
Patient was manually ventilated for 40 minutes until the patient reached the pediatric intensive care unit. The patient received the following medical treatment: rocuronium, fentanyl, ketamine, midazolam, morphine, 5% dextrose, 0.9% saline. The user tested the ventilator after the patient event and checked the oxygen supply, oxygen cylinders, and oxygen hose and confirmed that ventilator worked intermittently.